Event description:
Wound drain inserted in 2003. Two days later drain was to be removed. Nurse unable to remove drain, states met resistance. Physician attemped to remove drain and drain tubing broke. Pt to go to surgery for removal of tubing.